Event description:
When an invasive arterial blood pressure catheter is placed in a patient, blood flow is seen after the needle is inserted. After the hard needle is withdrawn and the invasive arterial blood pressure sensor is connected, blood oozes from the eye of the needle. After the soft needle is pulled out, blood is seen from the hose. If it is damaged, immediately pull out and replace with a new arterial indwelling needle and re-puncture, resulting in a second puncture.

Manufacturer narrative:
Based on the DHR review, there is an outgoing inspection to inspect for product damaged during the in-process inspection as per mfg-079/b, no catheter tubing defect qn being raise for the assembly needle (an) batch used to produce this complaint batch. No photo is received. No sample was received. If there were samples received, the defective area can be observed and investigated on its cause. The complaint will be re-open when there is sample received for this complaint. The complaint trend will be tracked and monitored.

Event description:
It was reported that bd arterial cannula 20g/45mm had a damaged/defective catheter. The following information was provided by the initial reporter;when an invasive arterial blood pressure catheter is placed in a patient, blood flow is seen after the needle is inserted. After the hard needle is withdrawn and the invasive arterial blood pressure sensor is connected, blood oozes from the eye of the needle. After the soft needle is pulled out, blood is seen from the hose. If it is damaged, immediately pull out and replace with a new arterial indwelling needle and re-puncture, resulting in a second puncture.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.